Event description:
Pt tried to use the bd syringe needle u-fine ii (1/2 u) 0.3 cc-31g 5/16 but the needle is bending when they place the needle in vials of both humalog and lantus. Pt stated it is as if bd is using a cheaper metal for the syringe needle.